Event description:
As reported, l3 left side locking cap was too protruded and not locked in all the way. Popped up after (B)(6) 2013 case. The locking cap caused the rod to shift lateral.

Event description:
As reported, l3 left side locking cap was too protruded and not locked in all the way. Popped up after (B)(6) 2013 case. The locking cap caused the rod to shift lateral.

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment. Results: the returned xia 3 titanium blocker was confirmed to have blocker disengagement through visual inspection. When the dent on the accompanying screw heads were compared to dent size study the indentation in the screw head indicates that the torque applied was insufficient to achieve a torque of 12 nm. Insufficient torque to tighten the blockers causes a blocker to be unable to be fully tightened and will not only protrude from the tulip top as reported by the surgeon, but will also cause significant damage to the blockers. The surgical technique for xia 3 advises against improper placement, positioning and fixation of these devices as it may result in unusual stress conditions, reducing the service life of the implant as seen in this complaint. Furthermore the rods were examined and the wear patterns indicate uneven distribution of load to the components. Conclusion: with no nonconformities in the manufacturing of this lot number, the likely cause of the blocker disengagement event is insufficient torque to tighten the blockers resulting from an improper positioning of the rod to the tulip axis.